Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery alarm. Customer's blood glucose was 180 mg/dl. Fixed prime was performed and insulin did exit. Customer removed the set and stated the cannula was bent. Customer inserted in the abdomen with the serter. Customer stated he does have some issues with scaring. Customer was advised alarm may have been due to bent cannulas. No further information reported.